Event description:
A caller reported experiencing an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete instructions for resetting the pump, and after completing the reset, the error did not reoccur. The caller was able to successfully start their sensor session.